Manufacturer narrative:
Device is an instrument and is not implanted or explanted. Service history review: part no: 388.50, serial/lot: (B)(4)/ 4626378. A service history of the past three years has been reviewed. The item has not previously been in for service. There is no information relevant to the current complained issue. The manufacture date of this item is july 25, 2003. The source of the manufacture date is the release to warehouse date. Service and repair evaluation: the customer reported damaged. The repair technician reported ¿damaged component¿ as the reason for repair. The item is not repairable. The cause of the issue is unknown. This item was forwarded to the complaint handling unit on september 24, 2015 for further evaluation. Product investigation summary: a pair of rod introduction pliers for side-opening implants was returned. The pliers were forwarded to service and repair where the complaint condition was able to be confirmed, but not repaired. The received pliers were examined and the complaint condition was able to be confirmed as a segment of the distal tube was found to be missing and not returned. A definitive root cause was unable to be determined; however, the failure mode is consistent with the application of an off axis load which caused the tube to fail. The rod introduction pliers are a component of the dual core uss rod instrument set and the uss rod instrument set and are intended to be used with the universal spine system (uss). The uss is used to correct sagittal and coronal alignment, commonly associated with scoliosis. With a collar preloaded onto the holding sleeve, the pliers can guide 6.0mm rod into a side-opening screw or hook. With the rod properly positioned, the holding sleeve can be lowered into position over the screw head and the collar attached. The received pliers were examined and the complaint condition was able to be confirmed as a segment (approximately 10mm x 3mm) of the distal tube was found to be missing and not returned. A definitive root cause was unable to be determined; however, the failure mode is consistent with the application of an off axis load which caused the tube to fail. The associated drawings were reviewed. The tube material for the received instrument has changed to 17-4 ph in the current revision of the drawing. The returned instrument was manufactured to specification. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instrument¿s lot numbers and in each instance no material record reports, non-conformance reports, or complaint-related issues were identified. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a pair of rod introduction pliers were damaged. The issue was discovered during a surgical procedure on an unknown date. No patient harm was reported. Update: a review of the returned device was completed on october 12, 2015. It was discovered during this evaluation that the "damage" reported initially was actually material fragmentation. This report is 1 of 1 for (B)(4).